Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the missing thixotropic adhesive (ke45) at the forceps cover, missing adhesive at the distal end (c-body), a cut in the pink rubber and a pinhole on the adhesive around the light guide (lg) lens was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope to the service center for a separate issue. During the device analysis, the service repair technician identified missing thixotropic adhesive (ke45) at the forceps cover, missing adhesive at the distal end (c-body), a cut in the pink rubber and a pinhole on the adhesive around the light guide (lg) lens were found. There was no patient involvement.